Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4 (product catalog no., corporate lot no, expiry date, UDI no.), d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿a direct hernia sac was identified with cord lipoma were reduced. The hernia sac was excised. A perfix plug was placed over the inguinal canal using prolene sutures.¿ (B)(6) 2020 - patient was diagnosed with recurrent right inguinal hernia with pain thereby underwent robotic assisted repair with excision of perfix plug and implant of synthetic mesh. Per operative notes, ¿the prior plug was identified and adherent to cord structure were taken down. The plug was removed. The hernia defect was identified below the mesh and reduced. A synthetic mesh was placed and sutured.¿